Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii us mr 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified slight damage. Stent strut row 1 from the proximal end was moved in a proximal direction over the proximal markerband. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the shaft polymer extrusion revealed a bunch in the inner shaft polymer extrusion at approximately 30mm proximal to the proximal markerband. It was not possible to insert a 0.014" guidewire due to the damage noted to the inner shaft polymer extrusion. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2017. It was reported that insertion difficulties were encountered. During introduction of a 2.75 x 24 synergy ii drug-eluting stent into a pt graphix guide wire, the device was unable to feed over the guide wire. The device never entered the patient's body and the procedure was completed with another 2.75 x 24 synergy ii drug-eluting stent and the same pt graphix guide wire. No patient complications were reported. However, returned device analysis revealed stent damage.